Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant glucose (glum) and phosphate (phosm) serum results generated by unicel dxc 800 instrument when compared with different lab's clinical analyzer. The discrepant results, which were questioned by the laboratory doctor, were not reported of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were serum. Service was not requested. Bci customer product line support (cpls) tested the sampled provided by the customer and confirmed the original results obtained with dxc 800. Cpls also tested the sample for interfering substances and the results were all within the normal serum level.